Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor memorygel breast, 300cc silicone prosthesis experienced left-sided gel bleed, and granuloma post procedure. The patient reported that the lymph node appears to have silicone which is consistent with a rupture, however, mammogram & ultrasound examinations did not confirm the rupture. Patient is deciding to get MRI examinations to verify a rupture occurred recently or if the free silicone is from her 1st rupture with meghan implants. Patient stated no pain & no other issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.